Event description:
It was reported by a nurse that a vns pt was found to be at unintended settings after being programmed to 1.5/20/250/30/3. The pt was seen for a f/u and was found to be at standard system diagnostic settings 1/20/500/30/60 on interrogation. Nurse in office states that she knows she performed a final interrogation before pt left the office on that visit. Pt reported a slight increase in seizures but not above baseline during this time period. The pt was reset to her intended parameters after the unintended settings were found. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.